Event description:
A malfunction was reported on the pump by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. The customer was assisted in resetting the pump by technical support, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which the customer acknowledged and understood.